Manufacturer narrative:
Additional serial numbers: (B)(4). An urgent medical device correction letter was distributed to all affected customers, with a description of the problem and user correction action steps. Permedics recommends that customers do not use the affected leaf pair in their current software release. Permedics will fix and replace the software. Permedics will also assist in the installation of the new software release. The software upgrade will be provided to the affected customers by (B)(4) 2009. User corrective action: a mandatory upgrade will be provided by (B)(4) 2009. In the meantime, it is recommended that the last mlc leaf not be used when designing treatment fields. The primary view should also be examined and used to detect and avoid the conditions causing the anomaly. Finally, independent field shape and monitor unit checks should be performed as part of a routine quality assurance program. If customer believe a pt treatment has been affected by this issue, they should notify odyssey customer support as soon as possible. Permedics correction action: permedics is notifying odyssey users of this anomaly via this letter. A mandatory upgrade will be provided by (B)(4) 2009. Permedics will assist in the installation.

Event description:
Anomaly: during quality assurance, it was detected that if the last pair of leaves of the mlc is used to form the field shape, then odyssey will not display the leaves correctly in the primary view and will not calculate dose in the region formed by the last pair of leaves. The field edges created by the last pair of leaves will also be omitted. The anomaly only occurs when the last pair of mlc leaves is used. Note: for mlc devices mounted such that leaf motion is transverse to the gun-target direction when the collimator is not rotated, the affected leaf pair is the one closest to the machine base or gun side. For mlc devices mounted such that leaf motion is in the gun-target direction when the collimator is not rotated, the affected leaf pair is the left-most pair for an observer facing the machine.